Event description:
Event description cpi received information that these two sweet tip bipolar leads (4269) were removed from service due to the helix tip detaching, possibly damaged during insertion. The leads were replaced with an atrial bipolar lead (4271). * the physician's manual 352527-003c, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.